Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported event could not be conclusively determined. Although a motor stop and low speed hazard alarm event was captured through the evaluation of the submitted system controller log file was confirmed, a root cause for these events could not conclusively be determined through this evaluation. The alarm resolved and did not reoccur throughout the log file. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 years. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient received a low speed red heart alarm that woke her up. The patient stated that at the time she received the alarm she was sleeping like usual on her back and she did not note any kinks in the driveline. It was reported that externally the patient's driveline looked intact. The patient was asymptomatic. The manufacturer's technical services representative reviewed the submitted system controller log file and x-ray images of the driveline. The log file captured one momentary pump stop that occurred on (B)(6) 2015 at 3:24am. The x-ray images did not show any areas of interest. The patient has reportedly been fine since and no subsequent events have been received. No equipment was replaced due to the event.